Event description:
Receiver is not alarming and not signaling the app to alarm. He wasn't aware that the machine was supposed to alarm once blood sugar dropped below 55. Reporter explained that also caused him to be hospitalized. Due to the lack of the machine alarming his blood sugar dropped in the shower and caused him to go into a diabetic coma. Explained that he is on his third receiver because the other two were giving inaccurate readings. Reporter explained that the readings from the sensor are low compared to what his glucometer says and he is afraid to go to sleep due to the receiver being inaccurate and not alarming. Pt: 2417, 1831. Device: 2460, 1535, 1014. Reference: mw5178470.